Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flow starting (B)(6) 2018 and an increase to parameters above the normal operating range. No alarms have been logged for the past fourteen days leading up to (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dtbb1d1 ICD implanted (B)(6) 2014, 4285 lead implanted (B)(6) 2002, ICD implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s power consumption and flow increased above the expected range. The patient was admitted to the hospital for suspected thrombus and presented with hematuria as well. Laboratory values were suggestive of hemolysis. The patient¿s hemolysis indicators continued to rise, the patient had hemoglobinuria and developed liver and kidney injury. The patient was administered bivalirudin without significant improvement. The patient¿s condition continued to deteriorate, and the patient became progressively fatigued with increase in urinary and abdominal discomfort, and difficulty breathing. The patient was initiated on a morphine infusion and transitioned to comfort measures only on (B)(6) 2018. It was further reported that the patient¿s pump was turned off due to the patient¿s increasing lethargy and discomfort. The patient subsequently expired on the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.